Event description:
Technician alleged that all brake casters swivel around when the brakes are set. No patient impact.

Manufacturer narrative:
The technician found the brake casters had faulty swivel locks. The technician replaced the brake casters to resolve the issue.